Manufacturer narrative:
Technician found the center arm assembly latching mechanism to be defective. He replaced the arm assembly to resolve.

Event description:
Customer reporting that a siderail is failing to latch.